Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email is not available. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a cerebral aneurysm at the internal carotid-posterior communicating artery (ic-pc) junction, the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l14110) was prepped after two previous galaxy g3 mini coils were implanted, however, there was resistance between the coil and the sheath introducer and the coil became stuck. It was confirmed that the coil delivery system was prepped without any difficulty. There was no excessive force applied during the unsheathing or the resheathing of the coil. The 2 mm x 6 cm galaxy g3 mini coil was replaced, and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: a non-sterile 2 mm x 6 cm galaxy g3 mini coil was received contained in a pouch. The returned device underwent visual inspection. The hub was without any damage. The device positioning unit (dpu) was observed kinked at 15 cm from the proximal end. The marker band was observed at 41 cm from the hub, which is considered within specification. The resheathing tool was broken and the coil introducer was kinked and partially unzipped. Microscopic inspection was performed. The v-notch was observed in normal good condition. The resistance heating (rh) and articulation joint were inspected through the introducer; the rh was not heated, and the articulation joint was noted to be in good condition. The embolic coil was observed through the introducer and was noted to be in stretched condition. Functional testing: the coil was advanced in the introducer and resistance was experienced until the device could no longer be advanced due to the condition of the embolic coil. A review of manufacturing documentation associated with this lot (l14110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the 2 mm x 6 cm galaxy g3 mini coil experienced resistance during the sheath introducer and the coil during advancement was confirmed based on the returned device and the functional test that was performed after the device underwent visual and microscopic inspection. The embolic coil was stretched, and the coil introducer was observed kinked, which may have contributed to the issue encountered during the procedure where the coil was being advanced. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The complaint documented that after two previous galaxy g3 mini coils were implanted, the complaint coil was prepped and advanced when there was resistance between the coil and the sheath introducer causing the coil to become stuck. It is possible that during the attempt to withdraw the coil, it became stretched. The exact cause of the stretched condition of the coil was not conclusively determined with the visual inspection and functional testing of the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 6 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a cerebral aneurysm at the internal carotid-posterior communicating artery (ic-pc) junction, the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l14110) was prepped after two previous galaxy g3 mini coils were implanted, however, there was resistance between the coil and the sheath introducer and the coil became stuck. It was confirmed that the coil delivery system was prepped without any difficulty. There was no excessive force applied during the unsheathing or the resheathing of the coil. The 2 mm x 6 cm galaxy g3 mini coil was replaced, and the procedure was successfully completed without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a stretched condition. Based on the product analysis completed on 4/15/2019, this event has been deemed MDR reportable as a ¿malfunction.¿